Event description:
Customer's husband reported the advantage system gave a blood glucose result of 126 mg/dl at a time when the customer was symptomatic of hypoglycemia. Husband did not treat based on the advantage result; called emts. Emt meter result 15 minutes later was 40 mg/dl. Customer treated by emts with a "shot", transported to hospital, no further treatment reported. A request was made for the return of the system and a replacement was sent.